Manufacturer narrative:
Implant details were reported on june 18. 2015. This report is filed july 9, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap breakdown at the implant site. Medical treatment (type not reported) has been attempted; however the issue could not be resolved.

Manufacturer narrative:
(B)(4). Implanted device remains.